Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l52353, implanted: (B)(6) 1998, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration at a dose of about 6 mg/day via an implantable pump for spinal pain. It was reported that the patient¿s pump was turned up too high. The patient stated that pump was turned up way too high and that he was having a heart attack and didn¿t even know it. The patient didn¿t have any pain and was not aware that he was having a heart attack. The patient went into the hospital because his breathing was off. The patient stated he was not having a heart attack, but it was found that his heart had a defect and needed to put in a stent. The patient mentioned that he was scheduled to have an MRI and they were currently scheduling to have a manufacturer representative come and turn the pump back on after the MRI. The patient had two rods and two fusions after the pump was implanted about 4-5 years ago. Prior to the pump, the patient had a surgery that the healthcare provider (hcp) slipped and cut 5% of the nerve cord between l4 and l5. That was why they put in the pump. The patient stated that he believed the catheter was not in the intrathecal space of the spine, but was ¿dripping along side the spine¿. It was stated that it was implanted that way due to the surgery that cut the 5 % of the nerve cord. The patient stated he was not certain that w as where the catheter was and would check with the hcp. The symptoms were considered a sudden change in therapy/symptoms. The patient stated that the issue was resolved. There was no out of box failure. The hcp wanted to take the patient off all oral medications b ecause the patient had the pump. The patient stated that the hcps were not aware when he was having the heart attack what to do with the pump. The MRI on (B)(6) 2016 was not due to a problem with the device or therapy. It was reported that there was a cyst on the liver that they were imaging.